Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right ventricular lead exhibited suboptimal sensing amplitude and high pace thresholds. Impedances were noted to be in range. During a procedure for device replacement due to normal battery depletion, the lead was surgically abandoned and replaced. No adverse patient effects were reported. This lead is no longer in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.